Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a 31-year-old woman who underwent postpartum perineal suture in (B)(6) hospital on (B)(6) 2024. The operator used vr917 to suture the perineal tissue during surgery (the specific suture tissue level and suture method were unknown). During the suture, the problem of pulling off suture needle happened and the detached suture needle fell into the patient's tissue. The operator immediately gave the patient a bedside x-ray during surgery to find the detached suture needle and find it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the suture. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was the needle removed during the same procedure? If no, please provide details. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a vaginal procedure on (B)(6) 2024 and suture was used. During the patient's vaginal suture, the doctor found that the problem of pulling off suture needle happened, and the needle was left in the tissue. After bedside x-ray and positioning, the needle was successfully removed. There are no other effects observed after surgery. No adverse patient consequences were reported. Additional information was requested.